Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of deep venous thrombosis and pulmonary emboli was scheduled for vena cava filter placement due to stopping anticoagulation for upcoming pelvic surgery. The right common femoral vein was accessed and initial run identified the level of the renal veins. The filter was deployed with the tip at the level of the right renal vein. Subsequent contrast injections confirmed the position of the filter. Pressure was held on the femoral vein for ten minutes. The patient tolerated the procedure well and was transferred in stable condition. Approximately two years six months post filter deployment, CT scan of the abdomen and pelvis was performed for history of hematuria and back pain. CT scan findings demonstrated filter limb perforation beyond the caval wall with possible perforation into the abdominal aorta and duodenum. It was uncertain if the filter perforation was symptomatic. It was felt if the patient¿s symptoms were possibly related to the filter then recommendation would be made for possible filter removal. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately, two years and six months post filter deployment, CT scan findings demonstrated filter limb perforation beyond the caval wall with possible perforation into the abdominal aorta and duodenum. Based on the provided medical records, the investigation is confirmed for perforation of the ivc wall. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient with history of deep venous thrombosis and pulmonary emboli was scheduled for filter placement due to stopping anticoagulation prior to pelvis surgery. The right common femoral vein was accessed and the filter was deployed with the tip at the level of the right renal vein. The patient tolerated the procedure well and was stable at the conclusion of the procedure. Approximately two years six months post filter deployment, CT scan performed for complaint of hematuria and back pain demonstrated filter limb perforation beyond the caval wall. It was uncertain if the perforation was symptomatic and contributing to the patient¿s symptoms. No additional information was provided in the medical records received.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately two years six months post filter deployment, computed tomography scan performed for complaint of hematuria and back pain demonstrated filter limb perforation beyond the caval wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. A bard retrievable eclipse filter was deployed in the infrarenal inferior vena cava(ivc) at the level of the right renal vein for a patient with deep vein thrombosis and pulmonary emboli through the right common femoral vein approach. Approximately two years seven months post deployment a computed tomography(CT) of abdomen and pelvis without contrast was performed which showed there was an inferior vena cava(ivc) filter in place positioned below the level of the renal veins. There was penetration of the inferior vena cava (ivc) wall by some of the legs of the inferior vena cava(ivc) filter and one of the medial legs might actually penetrate into the right wall of the distal abdominal aorta, and one of the anterior legs at least abuts and possibly penetrates the wall of the duodenum near the junction of the second and third portions of the duodenum. One of the right legs come in close proximity to the right ureter but does not have any definite penetration of the ureter. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.